Manufacturer narrative:
If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that pt was having discomfort from her press fit knee. She would not provide any further info. She indicated that maybe in the future she would call again and provide her info.